Manufacturer narrative:
Describe event or problem-updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2015, the previously implanted two 2.50mmx12mm promus element plus stents were widely patent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01473. (B)(4). It was reported that angina and restenosis occurred. In (B)(6) 2012, the patient was diagnosed with unstable angina and was referred for catheterization. Target lesion #1 was a de novo lesion located in the acute marginal with 90% stenosis and 16mm long with a reference vessel diameter of 2.50mm. Target lesion #1 was treated with pre-dilatation and placement of two 2.50mmx12mm promus element plus drug eluting stents, with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to chest pain and was diagnosed with angina pectoris. The patient was hospitalized and subsequently referred for cardiac catheterization. The 90% proximal stenosis in acute marginal bifurcation limb of the right coronary artery (rca) was treated with balloon angioplasty and placement of 2.75x26mm non-bsc drug eluting stent, with 0% residual stenosis. On the same day, the event was considered resolved. The following day, the patient was discharged on clopidogrel.